Manufacturer narrative:
(B)(4). H3 evaluation: a needle/ suture piece of product was received for evaluation. During the visual inspection of the needle, marks and distortion on body needle were noted, additionally, it was observed that a suture piece was attached to barrel hole and the end of the suture appeared to be cut by use of a surgical instrument. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, the assignable cause of the suture breakage is an improper handling by an external cause.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mlz174 number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent knee arthroplasty on (B)(6) 2019 and barbed suture was used. During the procedure, the suture broke. Another like device was used to complete surgery. There were no adverse patient consequences reported.